Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the effusion reported cannot be conclusively determined. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech knee replacement study, approximately 8 year(s) and 6 month(s) post-operative of a left implanted tka, the patient presented with mild effusion to the left knee following x-ray assessment at a clinic visit. The outcome of this event is considered continuing and further consultation in 18 months time. The device(s) remain implanted. The clinical report indicates that the event is definitely not related to the device(s) and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 02-010-01-0220 - logic femoral ps cem left sz 2 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 200-02-35 - three peg patella 35mm.